Manufacturer narrative:
Patient sex and patient weight not available from the site at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the rod that connected the clamp to the star burst connects the star burst to the reference frame broke. It was confirmed that there was no fragmentation inside the patient. The site switched to a new clamp to finish the procedure. There was a reported delay of a few minutes and no reported impact to patient outcome.

Manufacturer narrative:
The clamp was returned for analysis. Functional testing found that the clamp was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.